Event description:
It was reported that the patient presented for a routine device change out. Upon removing the left ventricular lead, the silicone ring became stuck in the header of the device. The lead exhibited high impedance and varying thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.